Event description:
Per the clinic, the charging unit of the external battery was found to be hot. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
(B)(4).